Manufacturer narrative:
Device evaluation: the pump was returned to animas and evaluated on 07-feb-2018 with the following findings: the battery compartment was found to be cracked.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no serious injury associated with this complaint.